Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. The pump was also received with case cracked behind the pump near the battery compartment and broken battery tube threads.

Event description:
Customer reported via phone call that insulin pump had blank display. The blood glucose level was at unknown the time of incident. Customer stated that the insulin pump was exposed to moisture. Display did not turning on. Customer stated that the there was a crack on the battery chamber near the top. The insulin pump will be returned for analysis.